Manufacturer narrative:
Model number: 720182-01, lot number: 0128800001, model description: reservoir flat 100 ml. (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) has broken. The ipp will be revised as the patient is in a wheelchair and the physician believes he may have "serious complications if he does not have an implant exchange." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.